Event description:
A user facility¿s clinical nurse reported to fresenius medical care canada (fmcc) that a visible external dialyzer blood leak occurred thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008t machine, did not alarm, but is not expected to for an external blood leak. Blood leak test strips were not used. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual complaint device was not returned to the manufacturer for physical evaluation; however three photographs were provided. There were two photographs showing half of the dialyzer and blood was visibly noted on the outside of the dialyzer housing and pooling on the lip of the header cap. There was one photograph shows the dialyzer attached to bloodlines and in the holder on the hemodialysis machine; there is blood leaking from the top header cap and running down the body of the dialyzer and pooling on the lip of the bottom header cap. There is no damage visually noticed on the dialyzer. It is unknown what may have caused the external leak. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event based on the photographs provided. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility's clinical nurse reported to fresenius medical care canada (fmcc) that a visible external dialyzer blood leak occurred thirty minutes after the initiation of the patient's hemodialysis (hd) treatment. The machine, a fresenius 5008t machine, did not alarm, but is not expected to for an external blood leak. Blood leak test strips were not used. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient's estimated blood loss (ebl) was approximately 300 ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s clinical nurse reported to fresenius medical care canada (fmcc) that a visible external dialyzer blood leak occurred thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008t machine, did not alarm, but is not expected to for an external blood leak.. Blood leak test strips were not used. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5.